Event description:
Consumer called to report high inaccurate readings with their plink meter. Analysis run on clark error grid using competitive readings (83) as ref. Point vs. Bd readings (213) yielded date points in the c range of the grid, outside of acceptable limits.